Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an unrelated follow up. Upon interrogation, increased capture threshold and intermittent loss of capture even at high output were noted on the right atrial lead. The patient experienced malaise during loss of capture episodes. Chest x-ray confirmed microdislodgement. The lead was explanted, cleared of tissue, and reimplanted successfully. On (B)(6) 2017 during a post operation check, the lead exhibited varying thresholds. X-ray confirmed dislodgement. The lead was explanted and replaced. The patient was stable before, during, and after this procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.